Manufacturer narrative:
The customer contacted resmed regarding a back-up astral ventilator that alarmed and displayed an error message safety reset was completed. A resmed astral support representative went through the troubleshooting steps with the customer to resolve the issue and provided the customer with training materials regarding the safety reset alarm. The customer informed resmed that the error self-cleared when the device was plugged into the main power supply and the device was operating normally. Based on the information available, the customer issue was resolved through troubleshooting. No device was returned to resmed for evaluation. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a safety reset error message when the unit not powered on. The device was not in use when the fault occurred; therefore, there was no patient involvement.